Event description:
The rptr stated that the aa4203tf toric silicone lens tore and was not implanted. Add'l info has been requested from the user facility, but none has been forthcoming. If add'l info is rec'd, a supplemental medwatch shall be sent.

Manufacturer narrative:
(B)(4). Result: visual inspection of the returned product showed that the lens optic and one lens haptic was torn. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for eval. Claim # (B)(4).